Manufacturer narrative:
Unknown taper. The reporter of the event was asked to return the product for analysis. To date, apollo has not received the device. If returned, visual examination may confirm or determine another taper type associated with this event. Device labeling addresses the reported event as follows: precautions: it is the responsibility of the surgeon to advise the patient of the known risks and complications associated with the surgical procedure and implant. If fluid has been added, it is important to establish that the stoma is not too small before discharge. Care must be taken to not add too much saline, thereby closing the stoma. Check the adjustment by having the patient drink water. If the patient is unable to swallow, remove some fluid from the port, then re-check. A physician familiar with the adjustment procedure must be available for several days post-adjustment to deflate the band in case of an obstruction. Adverse events: it is important to discuss all possible complications and adverse events with your patient. Complications which may result from the use of this product include the risks associated with the medications and methods utilized in the surgical procedure, the risks associated with any surgical procedure and the patient's degree of intolerance to any foreign object implanted in the body. Gastroesophageal reflux, nausea and/or vomiting with early or minor slippage may be successfully resolved by band deflation in some cases. More serious slippages may require surgery to reposition and/or remove the band. Immediate re-operation to remove the band is indicated if there is total stoma-outlet obstruction that does not respond to band deflation or if there is abdominal pain. Nausea and vomiting may occur, particularly in the first few days after surgery and when the patient eats more than recommended. Nausea and vomiting may also be symptoms of stoma obstruction or a band/ stomach slippage. Frequent, severe vomiting can result in pouch dilatation, stomach slippage or esophageal dilatation. Deflation of the band is immediately indicated in all of these situations. Deflation of the band may alleviate excessively rapid weight loss and nausea and vomiting. Reoperation to reposition or remove the device may be required. Warnings: patients should be advised that the lap-band ap system is a long-term implant. Explant (removal) and replacement surgery may be indicated at any time. Medical management of adverse reactions may include explantation. Revision surgery for explantation and replacement may also be indicated to achieve patient satisfaction.

Event description:
Reported as: a patient with the lap-band system was reported to have "complained of nausea, vomiting and dysphagia". The patient's lap-band system was explanted.

Manufacturer narrative:
Taper ii. Supplement #1: medwatch sent to FDA on 08/23/2017 device evaluation summary: a visual examination was performed on the received lap-band with access port I, taper ii. The buckle portion of the band was missing from the device. The port tubing was separated from the band tubing approximately one inch from the port tubing ss connector. Needle marks were noted on the port septum. The septum was also noted to be discolored, and was brown in appearance. The band ring and shell near the belt were noted to be discolored, and were light brown in appearance. The band was separated near the buckle, and the buckle was noted to be missing. A fill inspection test was performed, and no blockage was noted when colored di water was passed through the port septum and tubing. An air leak test was not feasible, as the band was cut in half near where the buckle would have been. The band was separated near the buckle, and the buckle was note returned with the device for analysis. Under microscopic analysis, the end of the band shell/ring was noted to have striations, consistent with a surgical end cut to remove the device. The end of the band and port tubing were also striated, consistent with a surgical end cut.